Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported intermittent function with the implant a few days ago. According to clinical support re-implantation might be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent function with the implant a few days ago. Although the sound processor was replaced, the complaint persisted. Prior to this, the user had benefited from the implant. Reportedly, there had been no issues before. The user's mother did not report any trauma, but mentioned other health comorbidities, including hernia surgery, asthma, and pneumonia attacks last year, requiring hospitalization for a few days. According to clinical support re-implantation might be considered.